Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis was performed and passed. Functional tests were performed and the audio test failed. Alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to moisture damage. The speaker resistance was performed and passed. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).